Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was more than 500 mg/dl at the time of the incident. The customer reported that the infusion set cannula was bent. The customer declined troubleshooting for high blood glucose and stated that they had high blood glucose and was due to bent or kinked infusion set. The insulin pump will not be returned for analysis.